Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, implanted: (B)(6) 2018, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient stated the stimulation felt like a bruise when they were sitting. They were advised to turn it down if it was uncomfortable, but they didn¿t' want to do that because then they couldn't feel it. Contributing factors and actions/interventions taken to resolve the reported issue were unknown. It was unresolved at the time of the report. Additional information was received from the healthcare provider. It was reported in po notes that the patient had a follow-up for therapy baseline. They reported they had good improvement the first day and the subsequent days were not as good. They reported that it significantly helped them at nighttime, they did not have to get up every 30 minutes. They were able to sleep through most of the nature the weekend. They reported a stable relationship felt at that point was not in the appropriate location. The site of the device placement was without signs of infection, the temporary device had been removed intact. The patient reported the device worked very well for their urinary urge symptoms and urge incontinence and frequency. The patient had greater than 60% improvement with less accidents the first few days and significantly less trips to the restroom at night. It was discussed that it likely moved on them after the first day. Patient was going to move on to phase 2. No further complications were reported or anticipated. Relevant medical history: height 65.5 in, weight change 2 lbs, pain scale 0, bp 138/82, hr 72, rr 18, temp 98.4, sao2 97%, bmi 23.10. Past medical history: hypothyroidism, hyperlipidemia, mild cognitive impairment, thinning cornea, urinary incontinence, leg cramps, iliotibial band syndrome, hip replacement, hysterectomy, bilateral foot operation, tonsillectomy, ra sacral colpopexy vaginal vault suspension, ap repair, sling cysto, bladder prolapse. See op notes in lfc for family and social history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The stated to contact the manufacturer representative regarding the patient's trial. They also reported that the trial was from (B)(6) 2018 and the device was removed (B)(6) 2018. The patient was scheduled for phase 2 on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.